Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the patient information of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller power ports exhibited unstable/poor mechanical connection. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed a bent pin within power port one . The bent pin within power port one did not allow a power source to connect to the controller. Additionally, visual inspection revealed contamination within power port one; the observed contamination is an additional finding not related to the reported event, likely due to the handling of the device. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the data log file revealed multiple instances involving batteries where the batteries' relative state of charge (rsoc) values were logged between 101-201, which is indicative of communication errors. Review of the event log file revealed two controller power-ups with associated pump start events logged on (B)(6) 2022 at 14:27:28 and 16:49:23, respectively. The data point prior to the first loss of power revealed that no power source was connected to power port one and (B)(6) was connected to power port two with 67% relative state of charge (rsoc). The data point recorded after first the loss of power revealed that (B)(6) was connected to power port and no power source was connected to power port two. The data point prior to the second loss of power revealed that (B)(6) was connected to power port one with 93% rsoc and (B)(6) was connected to power port two . The data point recorded after second the loss of power revealed that a battery (B)(6) was connected to power port and (B)(6) was connected to power port two. Momentary disconnections were observed leading up to the second loss of power. The controller was without power for nine seconds and thirty-three (33) seconds, respectively. The battery (B)(6) had been lubricated prior to release. A power source lubrication procedure had been performed on (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6)2018. The observed communication errors, momentary disconnections and losses of power are additional findings not related to the reported event. The power sources were lubricated. As a result, the reported event was confirmed. Possible root causes of the observed communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the observed momentary disconnections can be attributed to temporary corrosion of the controller-port/power-source pins. A possible root cause of the observed losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA (B)(4) is investigating controller losses of power. Based on an investigation conducted under CAPA (B)(4) , the root cause of bent socket pins within power port connectors is attributed to misalignment during connection attempts between the metal receptacles on the controllers and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controllers. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.